Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged peel-apart sheath is confirmed; however, the exact cause is unknown. One photograph of a microez microintroducer was returned for evaluation. Visual observation of the photograph showed a fully assembled microintroducer. The distal tip of the microintroducer sheath was observed to be deformed and buckled inward. No other details of the damage could be discerned in the photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported split at the tip of the catheter sheath. No further information was provided.